Event description:
Boston scientific received information that during this device replacement procedure, this non-boston scientific sales representative called our technical services department stating they were using cautery with the device programmed to voo mode and they were still seeing inhibition of pacing. Technical services recommended applying a magnet over the device.

Manufacturer narrative:
Additional information is unable to be obtained at this time. Should further information become available, this report will be updated as necessary.

Manufacturer narrative:
Three months later, the device was returned. There was no information provided regarding the device out of service reason. The device was returned and is currently in analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, anlaysis confirmed the device had normal telemetry and pacing outputs. Technicians concluded the allegation of pauses in pacing reported in the field was a result of cautery in the near vicinity of the device, and was induced.